Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user could not select the medication to issue. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not be able to select the medication to issue. A technical support specialist (tss) remoted into the cabinet and determined that the user needed to request the medication through rxverify because it was a controlled substance. The tss explained the required steps and advised the user that they could either contact the pharmacy for approval or wait for the pharmacy to process it. The system functioned as intended after the technical support specialist troubleshot the issue.